Event description:
This spontaneous report was received on 20-aug-2012 from a reporter reporting on a consumer (age and gender unspecified) from the united kingdom. On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 26211, frequency and expiration date unspecified). After an unspecified duration, the head of the toothbrush snapped off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 26211, frequency and expiration date unspecified). After an unspecified duration, the head of the toothbrush snapped off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 26211 to 26211sgh3. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 26211, frequency and expiration date unspecified). After an unspecified duration, the head of the toothbrush snapped off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 26211 to 26211sgh3. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on quality investigation, one return sample was received for evaluation. Visual inspection and analysis was performed. During the overbend test no toothbrush was broken. The claimed toothbrush has been manufactured according to the specification. No manufacturing error has been detected. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted 28-aug-2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.